Event description:
Discordant, falsely elevated potassium (k) results were obtained on a dimension vista 1500 instrument for one patient. The discordant results were not reported to the physician. The customer ran the sample two times on the same instrument and repeated the same sample two times on an alternate instrument. The corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant k results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant potassium results was due to poor sample quality: user error. The tsc determined that the sample was centrifuged for 3 minutes, that is outside the tube manufacturer's instructions for centrifugation. The tsc also determined that the sample was flagged with an above panic range flag and auto-repeated from the same aliquot space that also recovered falsely high. The tsc recommended that the customer review the proper pre-analytical sample handling procedures provided in the tube manufacturers instructions for use. The instrument is performing within specifications. Further evaluation of the device is not required.